Event description:
It was reported that the patient was in intensive care after pump exchange (MFR# 2916596-2022-12345) due to dialysis. The renal dysfunction was not determined to be related to or caused by the device or device therapy. Every time the patient had antibiotic(s) the kidney function decreased. The renal dysfunction diagnosed by increased creatinine levels and a kidney ultrasound. The patient was treated by reducing intake of diuretic medication (torasemide) for volume management. Further treatment consisted of dialysis and the discontinuation of antibiotic medications. The kidney was recovering and dialysis was not currently needed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(4). No additional related events have been reported at this time. The hm3 lvas instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications, including sterilization information. The implant kit was shipped on 31jan2022. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.